Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported "feedback of two different surgeons: the quality is poor. The threads would split" please clarify: please clarify the intra-op event: what does it mean the suture ¿split¿? Was this the suture breakage, fraying or pull off (detached from the needle)? It frayed was the suture ¿split¿ occurred pre-op, during suture dispensing or during use on the patient? It occurred (or was recognized) during suture dispensing I don¿t understand this question. How was this initial surgery completed? No, we didn¿t use the frayed suture. How many sutures were split during suturing on this one patient during this single surgical procedure? 1. Was this initial surgery completed with another/new suture product? Yes. Were there any patient consequences due to the intra-op suture ¿split¿? What is the return status of the suture ¿split¿ during initial surgery? We disposed the frayed product. The rest of the package has been returned. What is a product lot number of ¿split¿ suture? Ppbadx. Did the "split" issue and no lot numbers occur in multiple procedures? If yes, please provide pc number for each of the procedures only one pc number, was all the same box and not used in the patient. Procedure name and date? (B)(6) 2020. Event date? (B)(6) 2020. Do you have a photo? No.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture frayed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 11/16/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/9/2020. Additional h6 component code: g07002 - conforming device. Additional h3 investigation summary: it was reported that the quality is poor. The threads would split. An opened box with six unopened samples of product code eh7694h, lot #ppbadx were received for evaluation. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.